Event description:
Received information stating customer's pump did not display the expected 'red x' next to the bolus option while the bolus was in progress. Reportedly, the customer was unable to terminate the bolus as the 'red x' was not present. Customer was able to tap on 'stop insulin' instead. Customer did not report any blood glucose issues.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.